Event description:
User experienced discrepant tsh results for four samples from one pt on two separate dates. Sample 1 initial result 0.44 uiu/ml. Same sample repeated three times by different methodologies gave 2.38, 2.7 and 0.78 miu/ml. Sample 2 initial result 2.9 uiu/ml. Same sample repeated three times by different methodologies gave 15.5, 16.6 and 5.42 uiu/ml. Sample 3, 2008, initial result 0.13 uiu/ml. Same sample repeated three times by different methodologies gave 0.78, 0.81 and 0.78 uiu/ml. Sample 4, 2008, initial result 1.1 uiu/ml. Same sample repeated three times by different methodologies gave 5.42, 5.7 and 5.42 uiu/ml. No info was provided to determine if any adverse events were reported. If add'l info is received, appropriate notification will be provided.